Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was unable to trigger bipolar energy on the maryland bipolar forceps instrument. A backup instrument of the same type was used and the procedure was completed with no reported injury. Later, it was observed that the bipolar thermal insulator part of the jaw was damaged. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.